Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex1261 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a triple solo PICC had to be replace due to total occlusion of all 3 lumens. Additional information received 02/02/2021: "removed (B)(6) 2021 due to complete occlusion of all three lumens/ replaced with 5fr dual lumen on right arm"

Event description:
It was reported a triple solo PICC had to be replace due to total occlusion of all 3 lumens. Additional information received 02/02/2021: "removed 1/27/2021 due to complete occlusion of all three lumens/ replaced with 5fr dual lumen on right arm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and appears to have occurred through use. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The catheter was returned with needleless injection caps attached to the luer adaptors and green end caps attached to the needleless injection caps. Microscopic examination of the solo luer adaptors revealed regular striations scored into the plastic. These are indicative of the luers being grasped with tools such as hemostats. The threads on the solo luer adaptors were slightly bent upward, which is indicative of the connection being over-tightened. Examination down the bore of the luers, revealed that the valves were closed and appeared unremarkable/undamaged. Distal of the 43cm depth marking, the catheter was slightly bulged and stiff due to residual material caught within the catheter lumens. When an attempt was made to flush the catheter lumens with water from a 12cc syringe, all three catheter lumens were occluded. The catheter was cut by the investigator near the distal end, where residue could be felt in the lumens. The lumens were occluded with a white powdery substance. Dimensional analysis of the tubing at the distal end confirmed that the outer diameter, lumen width, lumen height, and septum thicknesses met the device specifications. No damage or defects related to the manufacturing process were seen on the returned device. Possible contributing factors to the occlusion in the catheter tubing include insufficient flushing volume/frequency or precipitate formation.